Manufacturer narrative:
Examination was not possible as no product was returned. The investigation was limited to the information provided, as the product code and lot numbers required to review the device history records and complaint history were not provided. Although the exact root cause not be determined, information provided in the initial report suggests that the implant size chosen for the initial surgery did not achieve the desired results. It also states that it is not suspected that the product failed to meet specifications. The need for corrective action is not indicated.

Event description:
The patient was revised because they jumped the post or dislocated.